Event description:
The customer reported less than three (3) milliliters of clear fluid leaked under the triple transducer module (ttm) and onto the countertop with no diff results and incomplete computation system message involving the coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection during the event. Patient results were not impacted. The customer did not have direct exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the pettier due to ambient temperature error and pettier assembly failure. The fse replaced the laser due to latron scatter control was unstable. The fse determined the fluid to be erythrolyse reagent which originated from a hole in the I-beam tubing due to wear by pinch valve pv27. This resulted in an inadequate volume of erythrolyse reagent being delivered to the diff mixing chamber. The fse replaced the tube and resolved the issue. The fse noted the fluid was contained inside the unit during service and there was no blood content. The fse performed triple transducer module (ttm) alignment, volume, conductivity, scatter (vcs) calibration and verified system performance. Quality control (qc) was within specification. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. Pettier. (B)(4).